Event description:
Customer reported that a patient tested with anti-a, anti-b and anti-a,b bioclone reagents typed as group ab+ , however when the patient was tested the next day by another laboratory using o.j. Mitra reagents, he typed group o+. Patient history indicates he has malaria and low hemoglobin. Information regarding the laboratory's quality control, test procedures and reverse grouping have not been provided. No death or serious injury was associated with this incident. Patient was transfused with 1 unit of o+ blood.